Event description:
Information was received from a caller regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown I ndications for use. It was reported that patient was in pain. The device had stopped working weeks after they had the procedure. The healthcare professional (hcp) admitted patient for removal of the device. When patient went in to get the device removed, they were told the it was also sticking through their skin and it had turned over in their back and caused damage in their spinal area. Patient never did get the updated replacement so they are back to being totally incontinent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.